Event description:
I was implanted with mentor gel implants on (B)(6) 2001 both left and right for reconstruction following bilateral mastectomy. Was placed in their "study" and required to sign away my rights to sue. I trusted my doctor and the company when I was advised that the gel implants had been improved and would no longer cause the problems previously experienced. I was also advised that since the class action suit had been settled, and the women all paid off, that no more money would be given to anyone in the future, so do not even try to sue if something happens. My doctor believed these women were making it all up because it was such a strange collection of symptoms. I trusted that I would be fine with the new and improved gel implants. The study was supposed to last 5 years, but after about 3.5 years I was abruptly advised to complete the paper work and finish the study without any explanation. Within 3 years I began noticing many symptoms and from (B)(6) 2001 until explantation in (B)(6) 2012 I experienced the conditions listed below. The explantation was necessitated due to extreme fluid build up on the right side. The surgery was 5 hours long and required 2 surgeons to attend, one being called in later. I am slowly recovering, but it is a long hard road. My life has been greatly affected as has my permanent health. Here are the symptoms:" fatigue, brain fog, anxiety, severe ankle and foot pain preventing me from walking and hiking, joint pain, muscle and body pain, myofascial pain syndrome, severe migraine headaches with vertigo, nausea and vomiting lasting several days and taking up 18-25 days per month, pituitary disease, ruptured implants, capsular contraction, fluid build-up inside capsule, elevated blood pressure, lymphadenopathy, abnormal lung imaging, copd. The headaches became so bad that I told my doctor death would be preferable to living like that. I no longer feel that way since explantation and believe no one should have to go through that.